Manufacturer narrative:
No patient information as no patient was present during concern. Medtronic rep changed some lines in the software, resent exams over the network and all was working as intended. No patient involved.

Event description:
Medtronic rep called in to report that images were flipped superior/inferior, when sending over the network. Event did not occur during surgery and no patient was present.